Event description:
A caller reported experiencing a cartridge alarm 30 issue, which did not cause their blood glucose level to exceed 500 mg/dl and thus resulted in no adverse impact on the customer¿s blood glucose level. The customer had experienced issues with consecutive cartridges, prompting technical support to confirm the problem and decide on replacing the pump. Since the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump, which was subsequently sent to them by technical support with an updated return date matching the loaner agreement form.